Event description:
Upon receipt of the device for analysis the ecgw wire was found stretched and bent. Also, the ptfe coating was scrapped. The original report received from the affiliated indicated the inability to remove the angioguard rx ecgw system from the package. Further information revealed the cause for the device removal difficulty was unknown. There was no damage to the device's outer box, the inner pouch or device itself. The package was stored in proper conditions. The device was not use in the patient and another angioguard was use for the carotid artery stenting. The product was returned for evaluation and testing and analysis revealed that the core wire of the device was kinked/bent and detached at the point where the proximal markerband is located. The coil was found stretched and bent; also, the ptfe coating was scrapped. There is no information as to how the device ended up in this condition. There was no reported injury to the patient

Manufacturer narrative:
The complaint received states that during an interventional procedure, an angioguard distal protection device was difficulty to remove from the package. There was no reported damage to the device's outer box, the inner pouch or device itself. The package was stored in proper conditions. It was reported that the device was not used in the patient and another angioguard was used for the carotid artery stenting. The product was returned for evaluation and testing and analysis revealed that the core wire of the device was kinked/bent and detached at the point where the proximal markerband is located. The coil was found stretched and bent; also, the ptfe coating was scrapped. There is no information as to how the device ended up in this condition. There was no reported injury to the patient. One non-sterile angioguard was received coiled inside of a plastic bag. The received components were the deployment sheath, torque device and the core wire. The deployment sheath and wire system were noticeably damaged. The filter basket was found to be inside the distal tip of the deployment sheath and blood was clearly noticed in between the two components. The deployment sheath was as an accordion-like shape and disengaged into three sections; it also presented numerous kinks/bends. The core wire was kinked/bent and detached at the point where the proximal markerband is. The coil was found stretched and bent; also, the ptfe coating was scrapped. The product was observed under microscope and foreign material and blood were found on the coil and bullet coil. According to the x-ray results, "it is possible that some of the elements detected may have come from saline solution and rust deposits," which bears no relation to manufacture. A functional test could not be performed due to the condition of the product. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint as "packaging/pouch/box removal difficulty" was not confirmed, as the original package was not sent back and it was reported by the customer, that no damages were found on the outer product box, inner product pouch or the product itself. Furthermore, the customer stated on the ch&ss investigation, that the product was not used in the patient; however, the blood found in the filter basket clearly affirms that contrary to what was stated, such product was attempted for use; therefore, the damages found on the product prove to be consistent to procedural factors. Also, the damages on the deployment sheath and wire system cannot be conclusively determined. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. The complaint of product removal difficulty was investigated. The analysis also revealed complaints for kink/bent, frayed/split/torn and unraveled/stretched. The complaint device analysis revealed a product that had biologic residuals and damage consistent with in patient use; however, the complaint reported that the device was not used in the patient. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that handling and procedural issues may have contributed to the reported event and discovered damages.